Event description:
It was reported that the coil protruded from the catheter's tip during removal. A 4mm x 8cm interlock was selected for use. During the procedure, it was noted that the coil became stuck in the distal part of the catheter. Furthermore, when the coil was removed from the patient's body, it was noted that the coil protruded from the tip of the microcatheter. Only the coil was removed and the procedure was completed with another of the same device. No patient complications were reported.